Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection was performed with the naked eye and small specs of embedded black particles approximately 0.02 mm2 to 0.04 mm2 were visible on the minicap. The embedded particles are less than 0.3 mm2 in size and are acceptable. The product met specification, therefore the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address is (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) found in the white plastic part of a minicap. The pm was discovered after removing the minicap from the packaging prior to patient use. The pm was further described as ¿several black spots¿. There was no patient involvement. No additional information is available.